Event description:
It was reported that the lead was explanted and replaced due to high pacing threshold.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported high threshold could not be confirmed. A partial lead cut in two pieces was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead a complete analysis could not be performed.